Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was discovered that the right ventricular lead had exhibited noise leading to noise reversion and oversensing. Programming changes were implemented. The patient was in stable condition.